Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg can no communicate with their charging system nor programmer. Troubleshooting via replacement charging system and assistance from a company representative were unsuccessful. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Follow-up revealed the patient's lead was explanted and replaced (with a different model). Surgical intervention addressed the patient's issue.